Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (anatomy) or difficult to open or close (gripper actuation - both). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning related to the clip becoming caught in anatomy appears to be related to procedural conditions (clip interaction with anatomy during device positioning). A cause for the reported difficult gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 was performed. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and grasping was performed. However, the clip became caught in the chordae. The clip was able to be successfully removed, without causing any damage. After freeing the clip from the chordae, there were issues with the grippers not functioning as intended. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.